Manufacturer narrative:
Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It is reported that the non preloaded monofocal intraocular lens(iol) had refractive surprise/not adapting to monovision. The lens was explanted during secondary surgical procedure. Replacement lens used was same model and higher diopter lens. No injury or medical intervention is required. Patient status is unknown. The product is available to return. No further information was provided.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: (B)(6) 2024 . Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was received cut and the two pieces were stuck together. The pieces were separated and cleaned. No additional issues that would have contributed to the complaint event was observed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.